Event description:
It was reported that a new right ventricular (rv) lead was being placed and placement was difficult. While sewing the pocket closed, it was discovered that the rv lead had dislodged. The pocket was opened and attempted to replace the lead into the right ventricle. After failing to get the lead in the rv; a right sided access was obtained using a new, longer lead. The new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).